Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and was getting a no delivery alarm when trying to prime the insulin pump. The customer blood glucose level was 167 mg/dl. Customer states the insulin did not exit. Customer states they have another infusion set for testing. Customer states they were able to troubleshooting for a potential reservoir and infusion set issue at that time. Customer states insulin exited the tubing. Customer states they rewind the insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units and states the insulin pump did not alarm no delivery. Customer also stated that they received a motor error alarm while priming offered to troubleshooting but customer declined. The insulin pump will not be returned for analysis.